Event description:
This report is based on information provided by a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the bench, the charging port center pin was damaged. There was no impact or health consequence reported.